Manufacturer narrative:
Implant was not returned to depuy spine for evaluation. No conclusions can be made at this time. Device is intended to be a temporary fixation device to aid in the process of fusion, and breakage can occur due to delayed union or non-union, as well as cyclical loading of the device over time. Notches, scratches or bending of the implant during the course of surgery may also contribute to early failure. These precautions are stated in the instructions-for-use (IFU) supplied with the device.

Event description:
Contact reported that an implanted screw was found broken at head shaft junction during removal for revision surgery. Contact stated that the revision was being done because of current instability. The original fusion appeared to have been compromised (broken) due to this instability. As surgical intervention occurred, an MDR is filed to document this event.